Event description:
Used 2 ph delivery systems one did not deploy capsule and attach to esophagus. Second partially deployed but would not attach to wall of esophagus. Upon withdrawal from esophagus capsule detached and landed in trachea where it was retrieved by anesthesia using mcgill forceps.